Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to intermittent bipolar energy. The system was tested and verified as ready for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported issue was not able to be confirmed using system logs, but 1-8a and m-11 errors were found in the logs and may be related. An inspection during fa process was unable to find issues which may be related to the reported event. The c-84 errors in erbe logs may be related, but unconfirmable. The unit was tested on system, and all instrument recognition and energy operation tests were performed successfully on all ports. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was not confirmed based on the field evaluation or failure analysis. The root cause of the reported event could not be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that intermittent bipolar energy was observed during a case, although no error messages were displayed. The site staff had already attempted to resolve the issue prior to contacting tse by trying another energy cable, instrument, and both bipolar ports, but the problem persisted. It was mentioned that this had been an intermittent issue for about a week. Tse inquired if the staff tracked the lifespans of energy cables and was informed, they did not. Tse recommended rebooting the integrated electrosurgical unit (iesu) or erbe or trying a brand-new bipolar energy cable. No related errors were found in the system logs. The procedure was completed as planned with no reported injury.